Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon couldn't control the universal surgical manipulators (usm) of the robot or the instruments. The operating room (or) staff reported that the surgeon removed the instruments from the usms. The customer then called technical support for assistance. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and didn't see any related errors in the logs. The customer performed a power cycle on the system, re-installed instruments on the usms, and docked to the patient. The customer stated something still wasn't right with the usms as they were inconsistently working, and they could not take control of them. The tse recommended the customer reseat the instruments and the sterile adapters on the arms. The customer stated the surgeon didn't want to try that at that time and that they were converting to open.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) advised the customer to reseat the instruments and sterile adaptors. Follow-up confirmed that there was no further issue noted. No field service engineer (fse) site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.